Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proctectomy, upon firing on resection of the rectum, the reload stopped firing midway, which resulted in another reload needed to transect the rectum. The surgeon retracted the reload with no issue. There was no patient injury.